Event description:
It was reported that this was a product training workshop conducted outside a clinical setting on (B)(6) 2026.during the product demonstration, the balloon was advanced into the working sleeve of the vbs access kit following the prescribed procedure.interference was observed near the sleeve entrance, and the device could not pass through.the training itself was completed without issue by opening a new, different product.as this was a non-clinical setting, there was no impact on the patient or surgical time.no further information is available.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h11 additional narrative:d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.